Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece removed from the patient? The needle did not fall into the patient¿s body cavity. Was there any patient consequence or injury? There were no adverse consequences to the patient. Was there any adverse patient outcome? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. After using the 2nd or the 3rd suture, the suture was detached from the needle easily. It was a control release needle. After that, the same package suture was used carefully, and the surgeon tried not to detach the suture from the needle. The needle did not fall into the patient¿s body cavity. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/12/2022. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned product revealed that an empty opened foil, an empty winding former, three needle-suture pieces, and five detached needles product code vcpb840d were received for evaluation with the packaging previously opened and used. The product is a control release, and each packet contains eight strands. Upon visual inspection of the returned sample, three needles were observed with a suture piece attached to the needle and the end of the suture was observed to be cut by a surgical instrument. A functional test was not performed due to the returned conditions of the samples. No conclusion could be reached as to what caused the report. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.